Event description:
In 2006, a physician attempted arteriotomy closure using the perclose a-t device. It was reported that when the plunger was pulled out, a cuff miss occurred. The physician tried to remove the device after parking the foot; the device could not be removed because there was resistance. Separation of the device was confirmed by x-ray. The device was surgically removed.

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate that this device meets specification. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.